Event description:
It was reported that this right ventricular (rv) lead showed an abrupt increase to high, out of range shock impedance measurements at an in-person check. Previous daily measurements were stable and in range. When programmed at other vector, the shock impedance was within normal limits, therefore it was decided to leave it with those settings. The rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.